Event description:
It was reported that the user experienced an infusion set issue in which the set was improperly seated, with the needle not fully penetrating the skin or the cannula bending, leading to external leakage at the site and accelerated insulin dispersion, resulting in hyperglycemia with a reported peak of 335 mg/dl for a few hours. Symptoms included mild nausea and a headache consistent with the user¿s history of aural migraines. Outcomes included the need to replace the infusion set and use back-up therapy by disconnecting for two hours; no ketone testing, professional medical intervention, or hospitalization occurred. Investigation included troubleshooting and education. Investigation of this case revealed user-reported improper deployment or connector seating that prevented proper insulin delivery. It was concluded that the event was attributable to an infusion set application issue leading to under-delivery and subsequent hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.